Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump is alarming. The blood glucose reading is 123 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, and prime tests. However, the device was stuck in the motor loop during bolus/basal delivery. No motor encoder position encoder error and wasn't confirmed in the alarm history due to over written history file. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during testing. Excessive no delivery and occlusion tests were not performed due to motor error alarms. The device had cracked reservoir tube lip, minor scratches on the display window, and cracked battery tube threads.